Event description:
Customer rec'd a reading with the freestyle of 200 and 236 mg/dl and then rec'd readings with the one touch meter of 431 mg/dl in two consecutive readings. They were experiencing symptoms of high blood sugar, called the paramedics and was transported to the emergency room. Customer was given 7 units of insulin in the ambulance and 6 more units of insulin in the emergency room. Customer mentioned that ten days later they did a back to back comparison test on the freestyle with results of 139 and 199 mg/dl.